Event description:
On 05/05/2010, the lay-user/pt contacted lifescan (lfs) alleging that a lancet would not fire with a one touch lancing device. The pt indicated that the alleged issue started on (B) (6) 2010, during dinnertime. Six hours after the alleged issue began, the pt claimed that she developed a symptom of blurred vision. The pt denied that she received treatment because of the alleged issue. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.